Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and while checking release criteria it was noted that there was a thrombus on the device. The physician used a syringe to attempt to aspirate the thrombus out of the patient, but was unsuccessful. The decision was then made to bring the patient to the operating room to have the thrombus and closure device surgically removed from the patient. During surgery the closure device and thrombus were both successfully removed from the patient. The laa was ligated during surgery. The patient was extubated and showed no residual symptoms as a result of this event. The patient recovered from these events and has since been discharged from the hospital doing well.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and while checking release criteria it was noted that there was a thrombus on the device. The physician used a syringe to attempt to aspirate the thrombus out of the patient, but was unsuccessful. The decision was then made to bring the patient to the operating room to have the thrombus and closure device surgically removed from the patient. During surgery the closure device and thrombus were both successfully removed from the patient. The laa was ligated during surgery. The patient was extubated and showed no residual symptoms as a result of this event. The patient recovered from these events and has since been discharged from the hospital doing well. It was further reported that 14 days post procedure the patient experienced a pericardial effusion.

Manufacturer narrative:
B5: updated. H6: patient code updated to include pericardial effusion.